Event description:
PICC line inserted and threaded using argon 28ga splitable needle introducer. Unable to completely split the introducer, causing us to remove the inserted PICC line and do a re-insertion. Fourth time this has happened with this same device.